Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to adjust stimulation with the patient programmer. The patient was getting poor communication screen displayed on the patient programmer. After adjusting the antenna multiple times the patient was able to synch with the implantable neurostimulator (ins) and adjust settings. Communication issues were on and off during the report, but patient was reported to have been moving. The patient had comfortable stimulation. It was noted the patient ¿got the jolt¿ like a pin prick. Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had appointments in (B)(6) and (B)(6) of 2013. It was later reported that this reporter was not involved in this issue. Following is the information they could provide: regarding if there were any diagnostics performed, not that this reporter was apart of. Regarding any malfunctions seen or cause of issue determined, not that this reporter knew of. Regarding if any interventions were taken or planned, not that this reporter knew of. Regarding the patient outcome, it was noted that this reporter had not seen the patient within the last month or more. Last time they spoke with the patient, they helped them walk through recharging and coupling over the phone. Patient stated good coverage and pain relief.